Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 3006705815-2018-02036. It was reported the patient experienced an epidural hematoma located at the trial lead site. During programming session the patient experienced pain and later the trial leads were explanted. Reportedly post the trial procedure the patient experienced leg weakness, and the inability to have a bowel movement or urinate. Reportedly the patient was readmitted to the ER. Surgical intervention may occur later to address the issue.